Manufacturer narrative:
The following information has been updated: d.3 medical device manufacturer: becton dickinson and co. D.4 medical device lot #: 9344189. D.4 medical device expiration date: 2023-01-31. G.1 manufacturing location: becton dickinson and co. H.4 medical device manufacture date: 2019-12-10 h3 other text : see h10.

Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced a case of being unable to deliver insulin, and difficult operation. The following information was provided by the initial reporter: infusion or flow problem, activation problem.

Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced a case of being unable to deliver insulin, and difficult operation. The following information was provided by the initial reporter: infusion or flow problem, activation problem.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced a case of the cannula breaking off, and a product that was damaged but still operable. The following information was provided by the initial reporter: "when giving humalog sc the needle returned bent and had broken off."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for hyperglycemia. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced a case of being unable to deliver insulin, and difficult operation. The following information was provided by the initial reporter: infusion or flow problem, activation problem.